Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient explained they had three syncopal episodes. The physician suspects the episodes may be due to a neurological issue. Technical support was contacted and alleged no malfunction. The physician elected to take no further action. The patient was in stable condition.